Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#2134265-2014-01801. It was reported that during preperation for a liver ambolization procedure, the microcatheter was stuck on the guidewire. The target lesion is located in the liver. The physician flushed the direxion microcatheter before advancing over the 180 x 25cm fathon 16 guidewire. The guidewire got stuck inside the direxion microcatheter outside of the patient and the physician was not able to use either device in the procedure. The procedure was completed with another of the same device. No complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified guidewire was stuck in the lumen of a direxion device. The guidewire and catheter were flushed with a syringe filled with water. There was resistance encountered as the guidewire was removed from the catheter. There was dried blood, dried saline or other residual fluid from clinical contact on the outer surface of the distal end of guidewire. There was dried coating material throughout the guidewire. There were multiple bends/kinks on the proximal end of the guidewire. The outer diameter (od) of the guidewire was measured with a calibrated snap gage, the maximum od of the guidewire was .0155", which meets specification. The nitinol tubing was separated 9cm from the tip. The fractured faces were jagged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a liver embolization procedure, the microcatheter was stuck on the guidewire. The target lesion is located in the liver. The physician flushed the direxion microcatheter before advancing over the 180 x 25cm fathon 16 guidewire. The guidewire got stuck inside the direxion microcatheter outside of the patient and the physician was not able to use either device in the procedure. The procedure was completed with another of the same device. No complications were reported and the patient status is stable.